Event description:
No new patient or event information since the last report was submitted on 12nov2019.

Manufacturer narrative:
Investigation - evaluation: reviews of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. No product was returned. No photos were provided. A search of the north american distribution center (nadc) database found all devices from the complaint device lot have been shipped. Therefore, no similar product from the same lot is available for investigation. Two devices were reported with baskets that would not close. Neither device was returned. The issue was discovered before use for both devices. Without the devices available for investigation, a likely cause could not be determined. Possible causes are that the device was damaged during handling, a manufacturing issue prevented the device from functioning, or the sheath of the device may have been in a tortuous path when tested. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy procedure, two ngage stone extractors were tested prior to patient contact and failed to close after being opened. A third ngage stone extractor was used to complete the procedure. No adverse effects have been reported due to the alleged malfunction. No additional procedures were needed due to this occurrence.